Manufacturer narrative:
The insulin pump had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Analysis was unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring on the reservoir compartment became loose. Customer's blood glucose level was not reported. The device was not returned.